Event description:
While investigating a shift high in control recovery when starting new tnt stat reagent lot 18444301, the customer pulled ten patient samples for testing with tnt stat lot 18444301 and an older tnt stat lot, 18070501 (expires 11/30/2015). Of these ten samples, one sample had an erroneous result. Values obtained with the older tnt stat lot were believed to be correct. No erroneous results were reported outside of the laboratory. The sample pulled on (B)(6) 2015 gave a result of 0.016 ng/ml when tested with lot 1844301 on an e601 module analyzer, serial number (B)(4). The sample gave a result of 0.03 ng/ml with tnt stat lot 18070501 on (B)(6) 2015. It is not known which analyzer this result was obtained from. The patients were not adversely affected. For the correlation studies performed, it is not known if any of the results were used for diagnostic purposes. This medwatch will refer to results obtained on e601 module serial number (B)(4) for information related to e601 analyzer serial number (B)(4), please refer to the medwatch with patient identifier (B)(6). The customer declined service stating that the comparison that was performed looks good. The customer stated that they were starting to report patients using new tnt stat reagent lot number 18444301 and that their control ranges have been adjusted.

Manufacturer narrative:
It was determined that the lot to lot variability with tnt stat reagent lot 180705 exceeds the expected value. The investigation found lot 180705 recovered lower than lots 178050 or 184443. No specific cause for the lower recovery was found. There was no risk related to this issue as there was no violation of the standardization or final quality release specifications. Lot number and expiration date have been updated.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.